Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing difficulty breathing and nasal congestion. The patient alleges to smelling a burnt smell from the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. The device was found to no errors logged. The device was visually inspected and found no evidence of foam degradation. The device passed all testing. Complaint of burnt smell was not confirmed. The manufacturer concludes the device operated to design specifications and there was no evidence of foam degradation.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this devicewas a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or seriousinjury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.